Event description:
Reporter alleged obtaining discrepant blood glucose results of 52 mg/dl back to back with a result of 169 mg/dl when testing was performed 10 minutes apart on the aviva system. Reporter alleged she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing, however, self treated with fruit. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.